Event description:
It was reported that the patient had an infection over the ipg site on the left side of his chest. The patient's ipg and lead extensions were explanted and the patient was placed on antibiotics. The physician states that the infection was not device related and that the cause was unknown. The patient is reportedly doing well following the explant procedure.

Manufacturer narrative:
The explanted devices will not be returned to bsc for analysis as they were discarded by the medical facility. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: (B)(4).